Event description:
It was reported by the patient that the patient experienced a heart attack and was in the hospital. The patient also reported that the pacemaker wasn't pacing and that the "battery was dead." Follow up was unable to provide any information about the patient's current condition or the status of the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.